Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-jul-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the user was unbale to issue medications to patient. The technical support specialist (tss) logged into medbank myqlink (mql) and found that medication was listed on the profile but not in stock at the cabinet. The tss guided the customer through the ¿add item¿ process so they could issue medication as an alternative. The customer successfully issued the medication to the patient. The system functioned as intended after the technical support specialist investigated the device.

Event description:
It was reported that when using the bd pyxis¿ medbank tower, user was unable to issue medications to patient. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.